Manufacturer narrative:
Apoc incident (B)(4). Apoc product action number: (B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient admitted in the ed with dysnea and chest pains. Results (ng/ml): I-stat: (B)(6) 2011, time unk 0.06, time unk 0.06 repeat. Dimension: (B)(6) 2011, time unk 0.21 (lab), time unk 0.21 repeat. Based on the information available, it is unknown if the suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.